Event description:
The customer used the snakes twice and was not satistied with the function. The surgeon reported they would not tighten appropriately. One patient had surgery with the use of these instruments approximately two weeks ago and is doing well.